Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical record review, post implant of 3dmax mesh, patient was diagnosed with abdominal pain, abscess and mesh infection thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed and was infected. The attorney alleges the patient has suffered physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) -2014 - patient was diagnosed with right inguinal hernia and underwent laparoscopic repair with 3dmax mesh. Per the operative notes, "there was indirect hernia sac on the cord structure as well as a large lipoma. A large right 3dmax mesh was then placed inside the preperitoneal space covering the direct and indirect area as well as the femoral region". (B)(6) 2016 - during post op visit patient had right lower quadrant abdominal pain. On physical exam there was palpable right lower quadrant mass. (B)(6) 2016 - patient was diagnosed with abscess and right infected mesh thereby underwent repair with mesh removal. Per the operative notes, "entered abscess cavity. A large amount of purulent fluid was drained. The mesh was located in the base of the wound. It was then excised". Attorney alleges that the patient had abscess, mesh migration, pain, infection, hernia recurrence, extreme weight loss and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the alleged defective 3dmax, which failed and was infected. The attorney alleges the patient has suffered physical pain and was injured severely and permanently.